Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered for the right ventricular (rv) lead due to noise, ventricular oversensing, high rate non-sustained oversensing and high threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.